Event description:
It was reported that the user¿s ilet was not displaying blood glucose readings while the dexcom g7 readings were visible in the ilet app, indicating signal loss between the continuous glucose monitor and the ilet. Symptoms included no clinical symptoms. Outcomes included no impact on health, no medical or surgical intervention, and no hospitalization. Investigation included user-guided troubleshooting and education, including restarting the ilet, toggling between dexcom g6 and g7, and restarting the sensor. Investigation of this case revealed that the display issue resolved after the restart and sensor reinitialization, consistent with intermittent communication or software synchronization behavior between the ilet and the cgm. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication or software synchronization issue that resolved with standard troubleshooting.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.